Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined. Return of the tube for investigations was requested; however to date, no tube has been returned. If the tube is returned for investigation and significant info is identified, a summary of the investigation results will be provided in a supplemental report. This is the fourth report of five, as first reported in 2936999-2011-00268.

Event description:
The caller stated she had 5 tracheostomy tubes that cracked at the flange before the 29th day replacement time. The caller stated she is on a ventilator all the time and sometimes she can't breathe as air is leaking at the flange end. The caller who is the pt/user was recannulated prior to routine replacement.